Event description:
Medics were attempting to resuscitate a pt whose vital signs were absent and the device inappropriately discharged energy. The paramedics attached the device to the pt using multi-function electrodes and the displayed pt heart-rhythm was ventricular-fibrillation. The paramedics initiated an analysis and the device correctly returned a "shock advised" determination. The paramedics then administered a 200 joule shock to the pt and converted the pt's heart-rhythm to asystole. The paramedics then placed the device into manual-mode operations and attached an ECG pt cable to continue monitoring the heart-rhythm. After serveral minutes, the pt's heart-rhythm deteriorated to ventricular-fibrillation and the paramedics charged the device and administered a 300 joule shock to the pt and converted the heart-rhythm to asystole. Approximately ten minutes later, the pt's heart-rhythm again deteriorated to ventricular-fibrillation and the paramedics charged the device to 360 joules to shock the pt however, the device displayed a "poor pad contact" message and would not discharge. The paramedics attempted to adjust the electrodes to obtain adequate electrode-to-pt contact when the device inappropriately discharged the stored energy. The paramedics continued to use the device and administered an additional two shocks of 360 joules to the pt for a total of five socks. There was no indication from the complainant of any adverse effect on the pt or the paramedics as a result of the reported malfunction.